Manufacturer narrative:
The device was disposed of at the healthcare facility and not able to be returned. An image was provided that confirmed a charcoal like substance on the tip of the needle. Root cause analysis remains inconclusive without further analysis.

Event description:
It was reported that upon removal, the needle had a "charcoal" tip. This icepearl 2.1 cx 90 degree needle was selected for cryoablation treatment of lung cancer. The procedure was completed successfully; however, upon removal of the needle there was "charcoal" area on the needle tip. There were no patient complications as a result of this event.